Manufacturer narrative:
Lab results: the unit was run for several days and has not changed modes or parameters spontaneously. Unable to duplicate the failure observed by the customer.

Event description:
Rental agency reports unit changes modes and parameters spontaneously. No pt injury reported to service technician at time of service. Rental agency exchanged unit without incident.